Event description:
Customer reported that red visual contamination had been observed in the pressure monitor line to the internal pressure transducer of the system 1000 indicating the possibility of blood in the line. It was reported that the infus blood sets from lots numbers 205053e and 20504e/c were used on this machine. No pt injury or medical intervention was reported to be associated with this incident.